Event description:
Country of complaint: (B)(6). S4 polyaxial screw - broken. The ball head into the new screw was broken, separated the screw and the cap. Potential for greater than 15 minutes delay.

Manufacturer narrative:
Device has not been received at manufacturing site for evaluation. Evaluation will be conducted upon receipt of device. Component in use at the time of the event: sw790t/ 57813344.